Event description:
Adverse event(s): "pt status is not known" (no info). Product problem(s): "system message, system rebooted" (device displays error message). A nurse reports, during setup, a system message appeared. The system was rebooted multiple times without clearing. The case was canceled. The pt had received general anesthesia. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).